Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection observed no issues. The reported malfunction was not duplicated during functional testing. The unit is able to swap to bipolar mode with no issues. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the vulcan generator was not working as it would not transition into bipolar mode, leaving the unit in monopolar and the electro bone resector device inoperable. The procedure was completed with a delay greater than 30 minutes using the same device. No further complications were reported.